Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "no image" occurred due to scope socket failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the light source scope socket was defective; the device can not recognize the scope when connecting to the 290 scope. This issue occurred during preparation for use of a tracheoscopy (medicine) procedure. The procedure was completed with another set of device. There was no reported delay, injury or death to olympus. The patient was not under anesthesia. There were no reports of patient harm.